Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) or (B)(6) 2024.

Event description:
It was reported that the patient was experiencing stimulation in a non-targeted area. Additionally, the patient began experiencing pain in the lower gluteal region, radiating to both the front and back of the thigh. Furthermore, the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well post procedure. The explanted device was discarded by the facility.